Event description:
The patient was diagnosed with sinus node dysfunction and paroxysmal atrial fibrillation. One day post-implant, the patient reported nausea/vomiting and pleuritic chest pain. Upon evaluation, pericardial effusion with blood actively flowing in/out of the rv wall of the pericardium was noted. The patient went into cardiac tamponade and arrested. Attempts were made to repair the myocardial tear but the sutures would not hold and the patient expired on the table.~~~~~